Event description:
During remote follow up, post-paced t-wave oversensing and fusion beats were observed on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.